Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. However, all minerva surgical handpieces meet all qa specifications when released, including adequate sterilization. A lot history review was performed for lot# 19m12-02 and concluded that there were no non-conforming material reports. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case.

Event description:
A patient underwent an unremarkable minerva endometrial ablation procedure. A few days after the procedure, the patient reported with pelvic pain and fever and diagnosed with pid. The patient was hospitalized, treated with antibiotics, fully recovered, and was discharged.